Event description:
Event description guidant received information that this patient was upgraded to a bi-ventricular system, and at implant the shock impedance measurement on this implantable lead was normal. One day later the impedance value was out-of-range.